Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/29/2020. Investigation conclusion: one sample was returned for investigation. It was reported that this tubing experienced an air in line issue. The set was analyzed for defects and primed. No defects were examined. The failure was unable to be replicated. A device history record review could not be performed on model 10012866 because a lot number was not provided by the customer. A root cause could not be determined because the failure could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv had air in line. The following information was provided by the initial reporter: material no: 10012866 , batch no: unknown. It was reported that this tubing experienced an air in line issue and was attached to the syringe set 11532269.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv had air in line. The following information was provided by the initial reporter: material no: 10012866, batch no: unknown. It was reported that this tubing experienced an air in line issue and was attached to the syringe set (B)(4).